Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 valve in the aortic position, several challenges were encountered, particularly during the removal of the esheath and delivery system. After valve deployment, post-dilation was performed using the commander system. During withdrawal, the balloon still partially inflated was inadvertently pulled into the sheath, causing resistance. The physician advanced the balloon back into the aorta, fully deflated it, and then successfully removed the system. Significant resistance was noted while removing the esheath from the arteriotomy. Upon removal, the distal third of the sheath appeared notably expanded, with the inner lining bunched and protruding beyond the expansion ridge. Angiographic review revealed that the radiopaque marker had migrated to the distal portion of the descending aorta. A new sheath was introduced, and retrieval was attempted. The marker subsequently moved to the distal superficial femoral artery (sfa), where it was successfully retrieved. The patient remained stable and tolerated the procedure well. Follow-up with the fcs confirmed a liner tear in the esheath. While the delivery system initially advanced smoothly, removal was complicated by the balloon not being fully deflated. No torque was applied to the sheath, and no resistance was noted during insertion. However, resistance was encountered during withdrawal, as previously described. Further follow-up suggested the possibility of both a liner tear and delamination. The esheath, which showed damage localized to the distal third of the blue shaft, will be returned in a biohazard bag for evaluation. No other edwards lifesciences (ew) devices were affected, and no photographs are available. Preoperative review via the 3mensio report showed no abnormalities. Although no abdominal or pelvic images were provided, vessel diameters exceeded 6 mm, with a minimum luminal diameter of 7 mm. The anatomy demonstrated mild tortuosity and calcification, with no steep insertion angle.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaints for sheath liner delamination and system component separate during use were confirmed based on returned product evaluation. Available information suggests that procedural factors (withdrawal of altered balloon profile) and/or procedural factors (device manipulation) may have contributed to the reported events. In this case, it was reported that balloon was not fully deflated during delivery system retrieval through the sheath, leading to withdrawal difficulty. Withdrawal of a delivery system with an altered balloon profile (residual fluid in balloon, etc.) Can lead to the system catching onto the sheath liner. The operator may apply high withdrawal forces to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. C-marker band separation can occur when device manipulation is applied to overcome withdrawal difficulty. The complaint for difficulty removing sheath was confirmed based on returned product evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue. A review of IFU/training materials revealed no deficiencies. As reported, 'the procedure encountered several challenges, primarily during the removal of the esheath and the delivery system. Initially, it was difficult to advance the delivery system into the sheath, and subsequently, removing the sheath from the groin proved very difficult. While insertion of the delivery system through the esheath was smooth, removal was problematic due to the balloon not being fully deflate.' In this case, delivery system retrieval difficulties resulted in circumferentially delaminated liner. Per product evaluation, the device was returned with delaminated liner bunched up within distal shaft segment. While no 3mensio report was provided for assessment, it is possible that the altered sheath profile resulted in interferences with patient's vascular, resulting in the reported retrieval difficulty. As such, available information suggests that procedural factors (altered sheath profile) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.